Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Other relevant patient history/concomitant medications? Were any concurrent devices implanted? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Please provide the mesh exposure symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. Was the exposed mesh excised? Were any deficiencies or anomalies noted with mesh device? Please explain what is meant by ¿mud in the abdomen¿. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2023 and mesh was implanted. On (B)(6) 2023: seen regarding choice of operative method after laparoscopic hysterectomy in (B)(6) 2023. Agreed on a da vinci (robotic) approach. Patient accepts insertion of mesh. (B)(6) 2024: procedure code (B)(6) ¿ laparoscopic apical colpopexy following previous hysterectomy with mesh. (B)(6) 2024: follow-up: patient feeling well after surgery. Ultrasound: mesh lying smoothly around the vaginal vault. No fluid collection near the mesh. (B)(6) 2024: follow-up due to lower abdominal/pelvic discomfort. Ultrasound: mesh seen close to the vaginal apex. Follow-up planned in 1¿2 months. Patient informed about possible mesh removal. (B)(6) 2024: examination of the mesh in the vagina. Complaints and pain during sexual intercourse. Patient wants the mesh removed. (B)(6) 2025: operation postponed by the patient. Procedure (B)(6) ¿ removal of foreign body from the vagina. In two locations exposed synthetic mesh is seen. No signs of infection. Vaginal mucosa opened and synthetic mesh removed. Consequence of the incident: necessitated medical or surgical treatment; incorrect or delayed diagnosis or treatment. Have other medical devices been used in connection with the treatment? No.